Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07718. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following implanting the patient experienced extrusion, urinary problems, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
Lawyer-filed report (B)(4). The patient underwent mesh implantation in order to treat isd and pelvic prolapse. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was noted that on (B)(6) 2007, the patient underwent excision of subcutaneous mesh due to pulling sensation in the perineal area and adherent mesh to the deep epidermis causing discomfort. It was reported that patient underwent division of anterior sulcus adhesions on (B)(6) 2008, due to dyspareunia. It was reported that patient underwent removal of mesh and cystoscopy on (B)(6) 2011, due to pelvic pain and stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, urinary leakage, nocturia, dysuria, urge incontinence and urgency.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.